Event description:
It was reported that the device was difficult to remove. A coyote balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The target lesion was moderately stenosed, moderately calcified, and moderately tortuous. The coyote was challenging to flush, but it eventually worked with significant force. However, the coyote was not able to track over the 0.014 non-boston scientific guidewire. The coyote was difficult to advance and only advanced approximately 10cm. The device had to be removed with force but was removed intact. The procedure was completed using another coyote balloon with the same guidewire. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the coyote balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed buckling 50mm from the tip likely caused when the balloon catheter was removed from the guidewire using force. A hole in the shaft was also noted when attempting to insert the guidewire, likely caused by using force. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint.

Event description:
It was reported that the device was difficult to remove. A coyote balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The target lesion was moderately stenosed, moderately calcified, and moderately tortuous. The coyote was challenging to flush, but it eventually worked with significant force. However, the coyote was not able to track over the 0.014 non-boston scientific guidewire. The coyote was difficult to advance and only advanced approximately 10cm. The device had to be removed with force but was removed intact. The procedure was completed using another coyote balloon with the same guidewire. No patient complications were reported.